Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that an unspecified number of tubes underfilled and contained microclots. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 video and 1 photo were provided for investigation. The videos and photo were reviewed and the indicated failure modes for underfill and clotting with the incident lot were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention sample by functional testing. No issues were observed relating to underfill and clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention sample by functional testing. No issues were observed relating to underfill and clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that an unspecified number of tubes underfilled and contained microclots. There was no health impact or consequence reported.